Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.

Event description:
New information received notes that the patient presented remotely with back-up due to off label magnetic resonance imaging use. Corrective programming changes were made. The patient was stable throughout.

Event description:
New information received notes that the magnetic resonance imaging environment and back-up defibrillation status was unknown.